Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the tip of scissors broke. Another instrument was used to complete the procedure. There was no pt consequence.